Event description:
The customer reported that the ortho provue analyzer failed to detect weak agglutination during antibody screen testing with 2 donors that had previously typed as rh negative. The customer visually confirmed that weak agglutination was present in the gel card microtube. Incident was isolated to 2 donor samples. If a significant antibody / antigen interaction is not detected during antibody screen testing, or is not identified upon further testing, the pt may be transfused with antigen-positive blood and suffer a hemolytic transfusion reaction. Test results did not match historical data, preventing erroneous test results from being reported outside of the lab.

Manufacturer narrative:
The customer indicated that the issue was isolated to two donor samples. No samples or data disk were returned to the MFR. All other samples prepared on this analyzer were as expected. Provue malfunction could not be confirmed. Repairs were not required to return this analyzer to expected operation. No definitive root cause could be determined. Incident appears to be isolated.